Event description:
Subsequent to the initial report filing, additional information was received stating that the physician thought that the balloon may have ruptured during the attempt to remove the balloon from the anatomy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, during which, the balloon was unable to be inflated due to a hole in the balloon distal to the proximal balloon seal. There were no associated non conforming material records for the product, indicating the product met manufacturing specifications. Furthermore, there are no other customer complaints for balloon leaks from this lot. The issue is an isolated failure, with the results of our findings determining that there is no systemic product deficiency. This type of reported event will continue to be monitored per site procedures.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed and heavily calcified lesion in the anterior tibial artery. The first dilatation was performed with the armada balloon and then further dilatation was performed in the proximal half of the lesion with a non-abbott balloon. After intra-vascular ultra sound (ivus) was performed, the armada balloon was re-advanced and was used to perform three additional dilatations. During the third dilatation, the balloon was able to be inflated and deflated without issue. Then the balloon catheter was inflated again, but the balloon could not be deflated. The balloon was retracted from the anatomy still inflated. No further treatment was performed for the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.